Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse spoke to staff present in room at time of issue. Staff stated the camera disengaged multiple times in the case on usm 3. The fse powered system on and did not find any errors. Performed test drive with scope provided by customer. Reseated camera several times on usm 3 with no issues occurring. Unable to duplicate issue. Customer did not want to proceed with any cases on system until usm was replaced. Replaced universal surgical manipulator (usm) 3 as a precaution and for customer satisfaction. System tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Complaint details stated logs were viewed and saw error 31009. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a patient side cart fixture test platform (pftp) where all test passed. No signs of damage during visual inspection. The presence pins were found to be the potential root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical transverse colectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) surgeon that the camera kept popping out on its own and the surgeon requested a field service engineer to follow up. The tse viewed the log and saw error 31009 on arm 3 where the endoscope was installed. The customer called the first assists to speak, the first assist stated when the camera pops out and he has to reseat it. However, the one time they did reseat it, the image was sideways and also stated grinding sound one the arms. The customer was unable to troubleshoot since it was mid procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established, the probable root cause for this failure can be attributed to an issue with the presence pins.